Event description:
It was reported that a home patient (hp) had a high drain alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) which occurred on a homechoice (hc) device during drain 1 of 4. The hp stated that they got onto the machine with solution in them and had the initial drain alarm (ida) set to 0ml. The previous therapy was ended in fill 4 of 4. The technical service representative (tsr) explained to the hp that if they were getting on machine with fluid from previous therapy and the ida was equal to 0ml, then the hc might not have detected fluid and moved into fill 1, filling the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. It was reported that the patient ended their previous therapy in fill 4/4 and then began subsequent therapy with the I-drain alarm set to 0 ml. The homechoice/homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. If additional relevant information becomes available, a supplemental report will be submitted.